Manufacturer narrative:
.

Event description:
It was reported that the handheld would die shortly after being unplugged from the electrical outlet. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld was received by the manufacturer for analysis. An analysis was performed on the handheld, and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Additionally, no anomalies associated with flashcard software were identified during the flashcard analysis.